Event description:
Customer reported the system was displaying an error code. No pt injury was reported.

Manufacturer narrative:
A ge rep spoke to customer over the phone and customer reset a tripped breaker. System operates as intended.